Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were on disconnected mode. The technical support specialist (tss) verified the stations and logs and identified that the issue was caused by a 35-day backup retention period exceeding the available 100 gigabytes on the e drive, as one large database alone generates 135 to 150 gb of backup files over that span. Reducing retention to 14 days lowers the required space to 75 gb, preventing storage overflow. Tss instructed to either maintain 35-day retention period, as it required additional disk space or reduce the retention period to 14 days. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were in disconnect mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.